Event description:
It was reported that during an unk procedure, that error 3, hand piece not present, occurs when the ready mode is entered. No further info available from facility. No consequence occurred.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was returned with a loose mount and was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found.